Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. Upon positioning, the left ventricular lead exhibited failure to capture. The physician exchanged the lead during procedure on 10 mar 2020. The patient experienced no adverse consequences.